Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that they replaced the interface (umbilical) cable due to the site reporting the frame rate error. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the site was unable to transfer images between the imaging system and the viewing station of the imaging system. A later call to the representative by the site informed him that frame rate errors were reported on the viewing station of the imaging system. No additional information was provided. There was no patient present when this issue was identified.